Event description:
Caller reported experiencing multiple intermittent occlusion alarms. The customer's blood glucose level exceeded the designated high threshold, displaying a "high" reading on their cgm. To address the issue, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer resolved the occlusions by removing the lining, refilling the tubing, and resuming insulin delivery.